Manufacturer narrative:
(B)(4).

Event description:
It was reported that p-wave oversensing was observed. It was noted that the p-wave oversensing was due to a loose set screw and a loose lead connection. This was discovered via x-ray. A pocket revision was performed, and the lead connector was slightly withdrawn from the device header. The lead was explanted and replaced. The device remains implanted. The patient was fine.